Event description:
It was reported that during use the vent shut down. The log file was provided for evaluation and recommendations. The log file entries confirmed the reported issue. - warm_start on (5x) - mixer inop (1x) - flow measurement inop (1x) - int battery activated (1x) - int battery discharged (1x) the customer has decided to not service the unit at this time. The unit is currently out of use. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. No patient health consequences have been reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The investigation was based on the reported event, logfile analysis and service report. Onsite a dräger service technician examined the affected evita 2dura. Based on the logfile entries at the reported time, it can be suggest that the reported and confirmed warm starts of the affected device were caused by a defective power supply. If the power supply fails to deliver the internal supply voltages the user would be alerted to this condition by an audible power failure alarm from a buzzer driven by an independent source (gold caps). This gold caps can supply the buzzer according to (B)(4) for at least 2 minutes. During power failure an emergency-breathing valve would open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The evita has reacted as specified with the highest priority audible alarm. The power supply needs to be replaced. If not yet done, the device shall be checked according to manufacturer specification prior to putting it back into service. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use the vent shut down. The log file was provided for evaluation and recommendations. The log file entries confirmed the reported issue. Warm_start on (5x). Mixer inop (1x). Flow measurement inop (1x). Int battery activated (1x). Int battery discharged (1x). The customer has decided to not service the unit at this time. The unit is currently out of use. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. No patient health consequences have been reported.